Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted the sheath and iab via the pt's left femoral artery. After an unspecified time, the pt developed a heart rate of 150. The pump emitted "helium loss" alarms, and the pt was x-rayed. The x-ray showed that the iab was inflated only at the proximal part of the membrane. The distal part of the iab was not inflated. As a result, the iab was removed. There were no reported pt complications.